Manufacturer narrative:
Investigation results: received 5 photos and a catheter that is attached to a miscellaneous extension tubing and a miscellaneous syringe. The returned photos show the units that were returned for investigation. No damage is observed on the components on the photos. The returned catheter and the other reported components have blood indicating use. Per the customer¿s verbatim, connection to the catheter hub could not be established. Investigation was performed by flushing the 3-way connector and the returned catheter. All the connectors that were present on the device were tested by using the bd returned catheter. All the connection including those on the stopcock could be secured without difficulty on the catheter. Looseness could not be identified. The catheter was inspected under the microscope. The luer lock of the adapter did not have any damage that could have resulted in a loose connection. Conclusion(s): the defect of ¿connector loose¿ was not confirmed. Probable root cause: cannot be determined in the absence of a confirmed defect.

Event description:
No additional information.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard shielded IV catheter connection was difficult and not secure. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about unable to connect the product to the catheter hub. (B)(6), 2023, in order to perform a contrast-enhanced CT, we connected an insight autoguard injector tube with a three-way stopcock (b). In order to check if the connection is secure, a syringe is attached to the three-way stopcock of b and negative pressure (suction) is applied to check for reverse bleeding, and air is withdrawn. We thought at first that it was a product problem on the b side, and changed to another b and connected it to a. However, the same condition was observed (i.e., the connection was difficult to get into, and we wondered if the connection had been made securely.) So next, suspecting a product problem with a, we removed a, placed another a in another site, and connected it to b. The connection was made without any problem, and there was no problem with the injection.